Manufacturer narrative:
There was not an obvious sample quality issue or reagent issue based on the data provided. The calibration signals were within acceptable range. Service resolved problems with the bead mixer and abnormal sample probe z-movement. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys hcg + beta test system from the cobas 8000 cobas e 602 module for patients that were confirmed to be pregnant by ultrasound. Patient 1 initial result was <0.1 iu/l. The ultrasound showed the patient was 13 days pregnant. On (B)(6) 2018, the result for the patient was 395 iu/l. It was unclear if this was the same sample. This testing was performed with reagent lot 28429200. The expiration date was requested, but it was not provided. On (B)(6) 2018, patient 2 initial result was <0.1 iu/l. On (B)(6) 2018, the ultrasound showed the patient was 6 weeks pregnant. On (B)(6) 2018, the same sample was repeated and the result was <0.1 iu/l. On (B)(6) 2018, the customer repeated multiple patient samples with results <0.1 iu/l and some results differed by more than 30%. Patient 3 initial results was 0.1 iu/l and the repeat result was 0.723 iu/l. Patient 4 initial results was 0.1 iu/l and the repeat result was 0.212 iu/l. Patient 5 initial results was 0.1 iu/l and the repeat result was 0.436 iu/l. Patient 6 initial results was 0.1 iu/l and the repeat result was 0.159 iu/l. Patient 7 initial results was 0.1 iu/l and the repeat result was 0.651 iu/l. Patient 2-7 were tested with reagent lot 30859900. The expiration date was requested, but it was not provided. The results were reported outside of the laboratory. There was no allegation of an adverse event. The qc results were always in range.

Manufacturer narrative:
The customer provided additional patient results for patients 2, 3, 4, 5, and 7. The customer clarified which instruments were used for the repeat testing. Patient 2 result on (B)(6) 2018 0.517 iu/l (a4 module) vs <0.1 iu/l (a2 module), patient 3 results on (B)(6) 2018 <0.1 iu /l (a1 module) vs 0.723 iu /l (a4 module) vs <0.1 iu /l (a2 module) , patient 4 results on (B)(6) 2018 : <0.1 iu /l (a1 module) vs 0.212 iu /l (a4 module) vs <0.1 iu /l (a2 module), patient 5 results on (B)(6) 2018 : <0.1 iu /l (a1 module) vs 0.436 iu /l (a4 module) vs <0.1 iu /l (a2 module) , patient 7 results on (B)(6) 2018 : <0.1 iu /l (a1 module) vs 0.651 iu /l (a4 module) vs <0.1 iu /l (a2 module). A1 module equals cobas e602 serial number (B)(4). . A4 module equals cobas e602 serial number (B)(4). A2 module equals cobas e602 serial number (B)(4). The samples were aliquoted by a modular pre-analytical system.